Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) battery depleted prematurely. It was also noted that there was high undefined impedances, loss of sensing and noise on the right atrial (ra) lead. The ipg and ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction:b7 product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.